Event description:
Procedure type: lung resection. According to the reporter: the black return knob would not retract after 1st firing on the marginal region of the lung. The surgeon forcibly removed the device and performed an additional resection with a new cartridge without extending the incision. There was no bleeding reported in excess of 500cc. Nothing fell into pt's cavity. There was tissue damage and unanticipated tissue loss. The case was not extended by more than 30 mins. The lot number was not identified. The sales rep received the clinical sample and found the anvil was curved, and a scrub nurse commented that the tissue was quite thick.

Manufacturer narrative:
(B)(4).